Event description:
It was reported that during a routine full supply change using inset infusion sets, two insets were damaged when the adhesive backing dislodged while being removed, after which a new infusion set was placed and insulin delivery was resumed with guidance; the user requested two replacement insets and provided the lot number 36085. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact and no alerts or alarms. Investigation included troubleshooting and education to complete the supply change and verify correct infusion set deployment and connection. Investigation of this case revealed user handling damage to the infusion sets during deployment rather than a device malfunction, with the final setup operating as intended. It was concluded, based on previously established findings for similar reports, that the cause was user handling during infusion set application.